Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was experiencing weakness in their legs and were unable to walk. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.